Event description:
Male pt underwent percutaneous coronary intervention (pci) in 2008. The procedure was performed through a 6 french procedural sheath, which was reportedly placed in the common femoral artery. At the end of the uncomplicated procedure, the mynx vascular closure device was deployed for achievement of femoral artery hemostasis. Immediate hemostasis was successful and the pt reportedly ambulated and discharged per routine hospital protocol. Six days post procedure the pt presented to the ER with drainage from the access site and a possible hematoma. The site was evacuated through a surgical incision. The pt reportedly tolerated the procedure well and was discharged in the same month, without any further clinical sequelae. No further info was provided.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the info provided and the investigation performed, the root cause of the reported local reaction is unk. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.